Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 serial number: not provided. Block d4 primary UDI number: there is no UDI available as the serial number was not provided. Block h4 date of device manufacture: unknown as serial number not provided. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226

Event description:
It was reported that the south side panel was broken. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south panel was replaced to resolve the issue.